Event description:
It was reported that the patient presented for a scheduled lead replacement procedure. During the procedure, the intended right ventricular lead replacement was not used due to an unknown malfunction. A different lead was implanted as a result. The patient was discharged.

Manufacturer narrative:
The lead was returned due to a lead malfunction. As received, a complete lead was returned in one piece. Visual inspection of the lead body did not find any anomalies. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. Electrical testing was normal.